Event description:
Patient sent to 4n surgery from pacu patient a+dx4. Pt on hydromorphone 20 mg/100ml in 0.9 percent nacl. Demerol bolus 0.2 mg, lockout 8 minutes. Loading dose 0.5 mg. Upon entering pt's room, to do. Q n4r pca assessment pt found to be unresponsive. Rrt called. Pt transferred to imcu. Navcan administered x 2. Hydromophone pca bag noted to be empty. About 78cc should have been in the pca bag upon transfer to 4n. Please note: this is our 2nd incident. Diagnosis or reason for use: tkr - pain control. Event abated after use stopped or dose reduced: yes. Name, strength, manufacturer: (B)(4). Serial # (B)(4). Dose or amount: 20mg/100ml nacl. Frequency: 0.2mg. Route: IV.